Manufacturer narrative:
Manufacturer control no. Ii97023. The sample was returned for evaluation. The returned balloon catheter was inflated several times with no leakage noted. The balloon on the catheter was then left inflated for thirty minutes with no loss of volume noted. Therefore, co cannot verify the customer's complaint.

Event description:
The balloon burst in situ. There were no pt complications.